Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator had been in recirculation mode during a routine hemodialysis treatment. When reconnecting, multiple venous air alarms occurred followed by low venous pressure alarms. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The air alarm is most likely due to air entering the circuit during troubleshooting and reconnecting for treatment. The disposable cartridge was not available for eval. Occasional alarms during hemodialysis treatments are expected, and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.